Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report an issue where the instruments in the universal surgical manipulator (usm) 3 were returning or retracting up the insertion axis when attempting to insert them. System logs indicated an instrument sense magnet failure on the usm arm 3 carriage. A field engineer (fe) would be dispatched to address the reported issue. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint but was not able to reproduce the issue during in house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the presence pins were inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that presence pins is consistent with the reported event and is the potential root cause for this issue. The probable root cause is due to an issue with the presence pins on the carriage of the usm.

Event description:
Refer to h11 for follow-up information.